Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ product location unknown.

Event description:
It was reported that patient underwent total reverse shoulder arthroplasty on (B)(6) 2016. Subsequently, patient was revised on (B)(6) 2016 due to disassociation of the glenosphere. During the procedure, the glenosphere was removed and replaced. It was noted by the surgeon that the center screw might not have been fully inserted, contributing to the disassociation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.